Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 3 infusion set fell off event on 25-may-2024, 03-jun-2024, and 07-jun-2024. The infusion set had been in use for few hours for all events. Patient replaced infusion set and resumed insulin successfully. No further information was available.